Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, the handle was used together with the reload, the stapler did not open or close the load when making the opening and closing movement. The load was changed but neither opened nor closed the jaws, so the user proceeded to change the handle. There was no patient injury.